Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. A stoma infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On (B)(6) 2026 it was reported the patient had a repeat culture of the stoma due to the previous sample was insufficient. A brown-colored liquid oozes from the stoma area. The patient was prescribed an unknown antibiotic. The device involved in the event remained implanted; therefore, a return sample evaluation is unable to be performed.